Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations as a result of injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. Ni/ni/ni: the patient had unspecified injuries and consultations with his medical providers. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. Ni/ni/ni: the patient had unspecified injuries and consultations with his medical providers. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex st. Per op notes, ¿an ventralex st patch was placed in the preperitoneal plane below the fascia using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations as a result of injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct implant date. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.